Event description:
It was reported that intermittent pacing and undersensing was observed on the device while the patient was undergoing ergometry testing. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated this event was not related to a malfunction of the device.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.